Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 555 mg/dl. Customer alleged delivering boluses did not adequately lower bg level. Troubleshooting was performed and determined the pump and bolus delivery functioned as intended. Customer delivered a bolus to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.